Event description:
It was reported that the lead insulation was -broken-. The damage was suspected to be due to clavicular crush. The lead was programmed unipolar.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.